Event description:
It was reported via repair work order that the patient right siderail was not functional due to a broken timing link with accessible sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.